Manufacturer narrative:
No service was requested. Investigation and repair was performed by third party service provider. There is no information provided regarding troubleshooting or if any parts were replaced. The root cause of the event has not been determined.

Event description:
It was reported that the compressor did not work. There was no patient harm. Manufacturer's ref #: (B)(4).